Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on the patient during laparoscopic colectomy with cholecystectomy, the device¿s connection between the handle and the shaft had completely detached base on the photo provided. The surgeon did not open a new device anymore and operate it using monopolar hook. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: five devices were received for evaluation. The returned product did not meet specification as received. Visual inspection found the hub was broken. The pieces were returned. The reported condition was confirmed. The investigation found the hub was broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.